Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a loose grip cable at the proximal end. Visual inspection found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument's jaws would not open and close properly. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and close properly. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis. The root cause was attributed to a loose grip cable at the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not responding to the surgeon and the jaws would not open. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell inside the patient during the procedure. The customer was attempting to dissect tissue when the issue occurred. The issue did not occur after a system fault. The jaws of the instrument were not clamped closed after they had been working and could not open when commanded by the user. The jaws of the instrument would not open at all. The jaws were not stuck on tissue. There was not any adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding.